Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter had a non-functioning down arrow button and kept reverting to setup mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issues began in (B)(6) 2016. He stated that he could not set the meter up as the down arrow button was nonfunctional. The patient manages his diabetes with fixed doses of insulin. The patient denied making any changes to his usual diabetes management regimen in response to the alleged meter issue. The patient reported that at an unknown time in (B)(6) 2016, after the alleged meter issue started he developed the symptoms of "weak, headaches, eye pain, sweat". The patient denied receiving any treatment due to the alleged issue. Choose an item. During troubleshooting, the csr confirmed that this was not the first use of the meter and that the meter had not been misused. It was confirmed that the button malfunction was not intermittent and that the meter reverting to setup issue arose following a battery change. Csr was unable to resolve the issue with training. The patient's products were replaced and requested back for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began to appear.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.